Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report device is not operational would like to send to bench. There was no reported patient involvement.

Event description:
The customer called into philips to report device is not operational would like to send to bench. Device was not charging anymore and showed that it was not ready for use. There was no reported patient involvement.

Manufacturer narrative:
.